Event description:
During ivtm therapy, customer reported that the thermogard ivtm system (sn (B)(4) was not cooling the patient. The cooling temperature was set at 36 degress c, and the patient's temperature at the time of event was 39 degress c. Another thermogard ivtm system was used to continue with treatment. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint that "the thermogard ivtm system (sn (B)(4) was not cooling" was confirmed during functional testing. The thermogard ivtm system failed the slew rate test, it could not cool the coldwell bath in less than 25 minutes (out of specification). The investigation determined that the root cause of the issue was the defective cooling engine (ce) due to the aging of the device. This thermogard console was manufactured in july 2012 and is over 10 years old, well beyond its expected service life of 5 years. During visual inspection, no physical damage was observed on the thermogard console. Event log data review was performed and showed no discrepancy. The thermogard system passed the preliminary functional testing, but it failed the slew rate test, it took much longer than 25 minutes to cool (out of specification) thus, confirming the customer's reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for thermogard xp ivtm system with sn (B)(4).